Event description:
The customer reports the device has a charge button that does not work during the operational check.

Manufacturer narrative:
(B)(4). The customer reports the device has a charge button that does not work during the operational check. Philips repair bench evaluated the device and could not reproduce the complaint. All performance assurance tests passed and the device was sent back to the customer. There was no reported pt involvement. Since the problem could not be recreated the cause could not be determined.